Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The inspection of the returned device showed damaged housing of the battery compartment and the front panel. The damage to the device was determined consistent with physical damage during use.

Manufacturer narrative:
Other text: some of the light emitting diode's (led) were broken off of the printed circuit board (pcb) which was the cause of the reported problem. The pcb was replaced to resolve the problem, and preventive maintenance was performed. D4 UDI and d5 are unknown. No information has been provided to date. Additional information g5 and h4. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4)., corrected data: correction d2 and h10.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. During the evaluation of the device should alarm when the reservoir is empty and it did. But it stopped when enough water was put in the reservoir. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pneupac ventilator has a broken battery compartment. No patient adverse effects reported.